Event description:
It was reported that following an implant the majority of electrodes read over 10,000 ohms in the recovery room. Impedances intra-operatively were all in normal range. After 20 minutes more electrodes were coming into range, but 8 electrodes were still out of range. These electrodes covered both tails of the lead. A manufacturer representative was able to program the patient with the electrodes she had available in recovery and the patient was getting "good bilateral coverage". It was noted that there were no issues during the implant procedure. It was later reported that some impedances resolved within the first 30-60 minutes. No diagnostics were performed and the cause of the issue was not determined. No interventions were taken as the patient was able to obtain good coverage.

Manufacturer narrative:
Product ID: 39565, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).